Manufacturer narrative:
Age of device - 5 years, 10 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that patient's percutaneous lead (driveline) was secured with rescue tape approximately 3 inches from the system controller connector. An x ray was performed which revealed some wear and tear to the external section of the driveline. The patient was asymptomatic. No equipment was exchanged. No further information was provided.

Manufacturer narrative:
The pump remains implanted and the patient continues on vad support. No product was returned for evaluation. Review of the submitted system controller log file showed that the pump operated above the low speed limit for the duration of the file and appeared to function as intended. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.